Event description:
Pt s/p sss pacemaker after aortic valve replacement/CABG for higher grad av block. V-lead noted to have undersensing. When pacer interrogated and rate turned down to check sensing threshold, pacemaker did not sense native beats fixed on a t-wave, and resulted in v-tip. Pt defibrillated t200j in less than 90 secs adverse sequel. Undersensing unable to be connected to increases sensitivity and hanging to unpolar made v-lead had to be replaced. Old v-lead found to have insulation break to sero-sanguinous fluid under insulation.